Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm during our testing. The insulin pump was programmed with test minilink and the glucose sensor simulator, the insulin pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The sensor feature working properly. After calibration, accessed the sensor status screen; the next calibration date properly change. No sensor anomaly, calibration anomaly or history anomaly noted. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/dl to over 600 mg/dl. Device had alarmed motor error alarm. Device was able to rewind. During troubleshooting, found motor position encoder error alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.